Event description:
It was reported that the device was being used during a hemodiafiltration procedure on a 73 year old male pt with renal insufficiency. One of the nurses noticed that the hemodiafiltration reinfusion solution was on the ward floor and that the device was leaking from one of its airvents. The exact quantity of hemodiafiltration reinfusion solution lost, due to the reported leak, is not known but was estimated at between one and two litres by differential weighting of the pt. The pt's arterial pressure reportedly decreased from 150mmhg to 70mmhg. This fall in arterial pressure was reportedly considered particularly significant because the pt had a carotid stenosis. Immediately after the leakage was noted, a volume expander was administered to the pt until his arterial pressure rose to 90mmhg. No permanent adverse effects on the pt related to the occurrence were reported.